Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information was obtained.